Event description:
A us distributor returned a monitor and reported monitor delivers pulse below lower limit.

Manufacturer narrative:
Device evaluation of monitor has been completed. The reported problem (unable to complete incoming testing) has been confirmed. Upon investigation the monitor fired a pulse test below lower limit. The cause for the failure was isolated to defective t3 transformers on the defibrillator pca. The root cause for the defective transformer could not be positively identified. No adverse event resulted from the damaged monitor.